Event description:
A customer reported an event of an odor emitting from the sterrad® 100s sterilizer. The involved load was reprocessed. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
(B)(6). A field service engineer was dispatched to customer site. The oil mist filter was replaced to resolve the odor/smells issue, and the unit was returned to service. (B)(4) investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is the oil mist filter. The field service engineer replaced this parts and confirmed the sterrad® 100's was restored to proper function after service. The issue was resolved at the customer facility. (B)(4) will continue to track and trend this issue.